Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11418r41, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n425758, implanted: (B)(6) 2015, product type: accessory.

Event description:
Additional information received from the consumer indicated "white stuff came out" of the pump following aspiration during a refill. The physician assumed some of the white stuff got into to pump, so physician shut the pump down due to concern of the white fluid getting into the patient's cerebrospinal fluid (csf). The pump and catheter were replaced in (B)(6) 2015. The patient stated that the physician believed that the cause of the white fluid was the mesh pouch. The issue was resolved by replacing and relocating the pump. The replacement pump was currently delivering dilaudid (50mg/ml, unknown dose).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11418r41, implanted: (B)(6) 2003, product type: catheter. Product ID 8711, lot# j11418r41, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The patient went in for a pump refill and a milky white substance was aspirated from the drug reservoir. The drug removed was noted to be cloudy. They could not find anything wrong with it. There was no infection or anything in the milky drug aspirated from the pump. The pump was turned off and was going to be replaced on (B)(6) 2015. The patient was admitted to the hospital on (B)(6) 2015. Magnetic resonance imaging (MRI) was being performed to rule out abscess or infection in the spinal cord or granuloma. The cause of the event, results of the MRI, concentration, dose, lot number, therapy dates of the morphine as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.